Event description:
The facility reported depleted batteries. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This device will not be returned for evaluation. The device was repaired at the customer's facility by a baxter field service engineer. This issue is currently being investigated under mdq-CAPA.